Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving fentanyl at an unknown concentration and a dosage of 5,000 mcg per se via an implantable pump for non-malignant pain and joint pain/arthritis. On (B)(6) 2017, it was reported that the patient's pump motor stalled on 128 at 1:38 am and did not recover. The patient experienced symptoms of withdrawal that were treated in the emergency room. The patient was given a room on the floor. IV drugs were administered in order to manage the patient. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Surgical intervention was planned. The issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury". Additional information was provided on (B)(6) 2017. The initial reporter of the event was confirmed and the rep indicated that the hcp notified them when the patient had arrived at the ER. It was also clarified that the pump motor stall occurred on (B)(6) 2017 at 1:38 am. The replacement of the pump was scheduled for (B)(6) 2017. Additional information was received on (B)(6) 2017. It was reported that the pump was replaced on (B)(6) 2017. No further complications were reported.